Event description:
The customer received a questionable d-dimer result for one patient sample. The initial result was 11.96 ug feu/ml with a data flag. With an automatic dilution, the result was 1.00 ug feu/ml. The sample was repeated and the result was 11.63 ug feu/ml with a data flag. With an automatic dilution, the result was 0.88 ug feu/ml. The customer performed a 1:2 manual dilution and the result was 0.10 (0.20) ug feu/ml. The sample was sent to another laboratory and was tested on a stago analyzer with a result of <0.27 ug/mlfeu. The customer believed the result from the stago analyzer to be correct and reported this result outside the laboratory. The patient was not adversely affected. The reagent lot number was 613119 with an expiration date: of 05/31/2016. The customer believed there was "some interfering substance with the patient." The field service representative found worn lines on the rinse mechanism and vacuum diaphragm and he replaced them. He also replaced worn springs on the base of pump and several probes. He verified all probe positions, checked all pressures and flow volumes, and ran checks to verify function. He ran calibration and qc with all results within ranges. He ran precision testing to verify performance of the analyzer with results within ranges.

Manufacturer narrative:
A specific root cause could not be identified. Review of the provided calibration and qc data indicated instability. Based on this, a test specific issue such as insufficient mixing of the pack before loading was suspected. An issue with the result from the stago system could not be ruled out as there is low sample stability at room temperature.